Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set sample was returned and it stated on the sample that the spike broke off on the IV bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(46). Additional information: the device was received for evaluation. Visual inspection revealed that the vented spike was broken. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.